Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced large ketones and an elevated blood glucose (bg) level above 600 mg/dl. The contact and endocrinologist suspected that the pump was the cause. The customer attempted to resolve the issue by changing out supplies multiple times. Additionally, the customer was admitted to the hospital where an insulin drip was administered to resolve the high bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Replacement pump was requested as the contact still believes the pump was the cause. The customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy while the replacement pump arrives.